Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the ipg passed all the required tests and revealed no anomalies. Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patient had difficulty aligning the charger and had swelling at the ipg site. It was also noted that the patient¿s ipg was implanted too deep. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient had difficulty aligning the charger and had swelling at the ipg site. It was also noted that the patient¿s ipg was implanted too deep. The patient will undergo a pocket revision procedure.